Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported feeling pressure like pain in the back, at the lead areas with stimulation on. This started approximately 2 weeks ago. It felt like "leads pulling." It was unknown what led to the event. The patient had fallen this past summer but reported the symptoms started approximately two weeks ago. X-results were unknown but impedances were all within normal limits. The rep attempted reprogramming on both leads. The patient had desired areas covered but also had the pressure/pain in the back with either lead on. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any were planned. The patient via the rep later reported that the patient had a consultation and the doctor was going to remove the system and re-implanting with a device from a different manufacturer on (B)(6). Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.